Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump generated an alert 38 motor stall during the rewind step of a cartridge and tubing change despite restarts and dry-run attempts, consistent with a failure to infuse and implicating the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem was identified, with the device problem characterized as failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.